Manufacturer narrative:
This complaint has been identified as part of a voluntary recall. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - (B)(6). Section g4 - PMA/510(k) number: this report is being filed on an international device; tecnis toric ii optiblue 1-piece iol, model zcw that has a similar device, tecnis toric 1-piece iol model zct series which is distributed in the unites states under PMA p980040. Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h6 -health effect - medical device problem code: 3191: no code available (unspecified issue with the lens). Section h9 - recall event ID: (B)(4). Section h9 - johnson & johnson surgical vision (jjsv) has initiated afield action related to tecnis® toric ii optiblue® (zcw) intraocular lenses (iols) due to an identification of a limited quantity of these products in which the cylinder axis marks do not meet product specifications for the allowable angle between low power meridian (lpm) and toric cylinder axis marks.this could potentially result in an increase in astigmatic error for patients that are implanted with the non-conforming iol depending on the magnitude of the incorrect angle relative to the lens toric markings. A secondary surgical intervention may be necessary to address the clinical impact, which could range from iol rotation, to corneal laser refractive correction, or explant of the iol and lens replacement. Complaints will continue to be monitored and investigated. Investigation is ongoing and corrective action will be implemented as appropriate. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient's astigmatism had worsened (from -2.5d to -4.5d) post implantation of a toric intraocular lens (iol), model zcw375. The reporting physician provided this information following the zcw375 voluntary recall announcement. The patient has no complaints about her vision, and account indicated that spherical surface (s) had been done as planned without problems. At that time, the physician commented that the degree of astigmatism worsened and iol explanation was considered. However, the patient's feedback was that they were highly satisfied and not experiencing any issues. Therefore, the physician did not take further action. The iol remains implanted. No further details were provided.